Manufacturer narrative:
Zimmer biomet (B)(4). Universal modular electric/battery single trigger handpiece part number 89-8507-400-10, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the device had potential traces of corrosion on the motor and the controller board wires were damaged. As repair, motor and potted wired controller were replaced. After final testings, the device was sent back to the customer.

Event description:
It was reported that the modular electric/battery single trigger handpiece 89-8507-400-10 serial number (b)(64 stopped suddenly and/or was working intermittently. A new information was received on the 18th of december 2019 that a delay occurred but the time is unknown. There was no additional harm or injury to patient/operator reported.